Event description:
Joint wear [degenerative joint disease], allergic arthritis [allergic arthritis], allergic reaction to hyaluronic acid [allergic reaction] ([injection site joint effusion], [injection site joint inflammation]). Case narrative: initial information received on (B)(6) 2024 regarding an unsolicited valid serious case received from a physician. This case involves an unknown age male patient who experienced joint wear, allergic arthritis and allergic reaction to hyaluronic acid after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, concomitant medications, vaccination(s) and family history were not provided. At the time of the event, the patient was immunocompromised. The patient was applied the treatment with go on in (B)(6) 2023 for unreported indication, in (B)(6)2023 he applied the treatment with olter for an unreported indication. In (B)(6) 2023, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection (strength: 16mg/2ml) (with unknown dose, route, frequency and indication). It was reported that after applying the last treatment the patient presented allergic arthritis (arthritis allergic) due to which the patient had undergone several tests and all indicated an allergic reaction to hyaluronic acid (hypersensitivity) (with unknown onset and latency). On an unknown date after unknown latency the surgery was performed with an orthopedist to correct the problem of joint wear (osteoarthritis; seriousness criteria: hospitalization). It was also reported that he has had several episodes of joint effusions (injection site joint effusion) and patient had a lot of inflammation (injection site joint inflammation) (with unknown onset and latency) (with unknown batch number and expiry date for all the events). Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Corrective treatment: unspecified surgery was performed for joint wear and not reported for rest of the events. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated on 18-oct-2024 for synvisc (batch number and expiry date: unknown) with global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on 05-nov-2024 with summarized conclusion as no assessment possible. Additional information was received on 05-nov-2024 from quality department. Ptc results were added. Text amended accordingly. Based on data previously received, the following information has been amended: imdrf signs sympt for pt osteoarthritis was updated from e2402 appropriate term / code not available to e1650 arthropathy.

Event description:
Joint wear [degenerative joint disease], allergic arthritis [allergic arthritis], allergic reaction to hyaluronic acid [allergic reaction], ([injection site joint effusion], [injection site joint inflammation]). Case narrative: initial information received on 18-oct-2024 regarding an unsolicited valid serious case received from a physician. This case involves an unknown age male patient who experienced joint wear, allergic arthritis and allergic reaction to hyaluronic acid after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, concomitant medications, vaccination(s) and family history were not provided. At the time of the event, the patient was immunocompromised. The patient was applied the treatment with go on (B)(6) 2023 for unreported indication, on (B)(6) 2023, he applied the treatment with olter for an unreported indication. On (B)(6) 2023, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection (strength: 16mg/2ml) (with unknown dose, route, frequency and indication). It was reported that after applying the last treatment the patient presented allergic arthritis (arthritis allergic) due to which the patient had undergone several tests and all indicated an allergic reaction to hyaluronic acid (hypersensitivity) (with unknown onset and latency). On an unknown date after unknown latency the surgery was performed with an orthopedist to correct the problem of joint wear (osteoarthritis; seriousness criteria: hospitalization). It was also reported that he has had several episodes of joint effusions (injection site joint effusion) and patient had a lot of inflammation (injection site joint inflammation) (with unknown onset and latency) (with unknown batch number and expiry date for all the events). Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Corrective treatment: unspecified surgery was performed for joint wear and not reported for rest of the events. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated on 18-oct-2024 for synvisc (batch number and expiry date: unknown) with global ptc number: complaint: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on (B)(6) 2024 with summarized conclusion as no assessment possible. Additional information was received on 05-nov-2024 from quality department. Ptc results were added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 05-nov-2024: this case involves unknown age male patient who experienced joint wear after being treated with synvisc one. Based upon the details provided, the causal role of the company suspect drug cannot be excluded. However, further information regarding patient¿s past medications, concomitant medications, family history and other risk factors would aid in better case assessment.

Event description:
Joint wear [degenerative joint disease]. Allergic arthritis [allergic arthritis]. Allergic reaction to hyaluronic acid [allergic reaction] ([injection site joint effusion], [injection site joint inflammation]). Case narrative: initial information received on 18-oct-2024 regarding an unsolicited valid serious case received from a physician. This case involves an unknown age male patient who experienced joint wear, allergic arthritis and allergic reaction to hyaluronic acid after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, concomitant medications, vaccination(s) and family history were not provided. At the time of the event, the patient was immunocompromised. The patient was applied the treatment with go on in (B)(6) 2023 for unreported indication, in (B)(6) 2023 he applied the treatment with olter for an unreported indication. In (B)(6) 2023, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate). Injection (strength: 48/6ml) (with unknown dose, route, frequency and indication). It was reported that after applying the last treatment the patient presented allergic arthritis (arthritis allergic) due to which the patient had undergone several tests and all indicated an allergic reaction to hyaluronic acid (hypersensitivity) (with unknown onset and latency). On an unknown date after unknown latency the surgery was performed with an orthopedist to correct the problem of joint wear (osteoarthritis; seriousness criteria: hospitalization). It was also reported that he has had several episodes of joint effusions (injection site joint effusion) and patient had a lot of inflammation (injection site joint inflammation) (with unknown onset and latency) (with unknown batch number and expiry date for all the events). Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Corrective treatment: unspecified surgery was performed for joint wear and not reported for rest of the events. Outcome: unknown for all the events.